Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the plunger was pushed in but resistance was encountered, preventing it from being fully depressed. The foot was retracted, and after redeployment, the plunger was pushed in again but the same resistances was felt. It should be noted that the prostyle instructions for use (IFU) step 2: depress plunger to deploy needles, a. While maintaining device logo position and keeping the device at approximately a 45-degree angle with gentle retraction against the vessel wall, stabilize the device to ensure the foot is apposed to the vessel wall and depress the plunger with the right thumb (in the arrow direction marked 2) until the black collar on the plunger meets the blue body to deploy the needles. In addition to the visual confirmation, an audible ¿click¿ should be heard to confirm needle engagement. Note: do not use excessive force to push the plunger or depress the plunger repeatedly. After the visual and audible confirmation, step 2 is complete. In this case, redeployment of the plunger was circumstantial to the difficulty experienced, therefore, did not contribute to the reported mechanical jam with the plunger. Therefore, a letter will not be required. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to mechanical jam with the plunger may include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, or failure to maintain a stable position of the device with respect to the tissue tract. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1: facility name - (B)(6) hospital. H6: medical device problem code 2017 - failure to follow steps / instructions.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using a prostyle device after an interventional thrombectomy procedure with a small-bore sheath. Reportedly, the plunger was pushed in but resistance was encountered, preventing it from being fully depressed. The foot was retracted, and after redeployment, the plunger was pushed in again but the same resistances was felt. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.